Event description:
Customer reported starting to experience symptoms that were described as "extreme thirst, frequent urination and exhaustion" and being unable to test due to a port issue with his adc meter. Customer reported self-treating with metformin 500 mg and taking a rest. It was further reported that a reading of 585 mg/dl was obtained at a local health care facility; customer was diagnosed with dka (diabetic ketoacidosis), treated with 2 doses of 10 units of insulin and was prescribed new medication: 20 units lantus at night, 5 units novolog 3 times a day before meals. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500161077) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.